Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 05-mar-2020.

Event description:
It was reported that the touchscreen was inoperable. There was no patient involvement. The manufacturer's international service technician performed troubleshooting and was unable to confirm the reported issue. The reported issue could not be duplicated. The service technician replaced the touchscreen as a precautionary measure.

Manufacturer narrative:
G4: 15sep2020 b4: (B)(6) 2020 the display was returned for an evaluation. The investigation was unable to replicate the reported problem and found no fault with the display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.